Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose was 300 mg/dl at the time of the incident and current blood glucose was 400 mg/dl. The customer was treated with insulin pump. The customer reported that they had symptoms such as just not feeling good tired and weak. The customer does not allege pump was under delivering. The customer performed high pressure test and was passed. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will not be returned for analysis.